Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer fills the cartridge with 200 units, and received a fill estimate that is lower than expected. Additionally, the customer may have filled the cartridge with cold insulin. There was no reported impact to the customer's blood glucose level.